Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation in the heart wall. Pericardiocentesis was performed. New lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation in the heart wall. Pericardiocentesis was performed. New lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Electrical continuity and hipot testing passed. Visual inspection revealed no abnormalities - other than induced damage: cuts in outer insulation, likely explant damage. The ventricular perforation and pericardial effusion allegations could not be confirmed by lab analysis.